Event description:
It was reported a stroke and thrombosis occurred. In 2021, a left atrial appendage (laa) closure procedure was performed using a 20mm watchman flx laa closure device with delivery system (wds). In (B)(6) 2023, the patient was admitted to the hospital due to a stroke. Transesophageal echocardiogram (tee) identified a thrombus attached to the closure device. No further information on the status of the patient is currently available.

Manufacturer narrative:
D6a implant date - estimated as implant date reported to have occurred two years ago.